Event description:
It was reported that a pt was admitted to the hospital and stayed overnight due to an increase in seizures above pre-vns implant baseline levels. When the pt's device was checked, it was found that a faulted systems diagnostic test occurred at the pt's last appointment on (B)(6) 2010 which resulted in the pt being programmed to different settings (set to faulted systems diagnostic test settings to 1.0 ma output current, 20 hz signal frequency, 500 usec pulse width, 30 seconds on, and 60 minutes off). The nurse who treated the pt stated that the test faulted several times and the pt left without a final interrogation being performed so the setting change was not caught on (B)(6) 2010. The pt's settings were adjusted to the correct settings while in the hospital. Good faith attempts to obtain additional information as well as a copy of the flashcard to confirm the event have been unsuccessful to date.